Manufacturer narrative:
The device was evaluated by a maquet service technician, but the reported problem could not be duplicated. The technician performed full functional check and safety test and returned the device to clinical service. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device will be investigated by a maquet service tech. A supplemental-medwatch will be submitted when add'l info becomes available. Ref exemption # (B)(4).